Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that part of the screen was missing. The customer's blood glucose was 5.1 mmol/l at the time of incident. The customer performed self test and the customer stated that the bottom part of the screen was missing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed the off no power test. Pump was tested with no missing segments/partial display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.